Event description:
Initial result for a patient hcg was 0.429 miu/ml. The result was questioned and when the sample was repeated the results were >10,000 and when diluted, the result was 223,732 miu/ml. A second sample gave results of >10,000, >10,000 and 206,727 miu/ml. The incorrect result was not used to guide therapy. The field service rep found the probe was damaged and repaired the instrument.